Event description:
Customer reported a cartridge alarm 6 on their insulin pump, causing blood glucose level to rise to 321 mg/dl; customer addressed high level with a bolus. Customer replaced pump¿s cartridge, but alarm recurred, prompting critical technical support (cts) to decide on replacing pump and cartridge. Reportedly, customer reverted to manual injections for insulin therapy.